Event description:
It was reported that during novel right ventricular lead implant, the patient had gone into ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was performed. The procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.